Manufacturer narrative:
Device received with no button response at esc, act, up and down due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind and displacement test or verify rewind anomalies due to no button response. No button error alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. Customer¿s blood glucose level was 208 mg/dl. Customer reported that the buttons were not responding. While changing the reservoir customer reported that they unable to rewind the insulin pump. Customer reported that the time was advancing. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.